Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead impedance was high. No patient condition or changes were reported.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed their atrial lead impedance was high. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.